Event description:
T2 slid off the needle prior to deployment and t1 was left in the patient's joint unsupported. Instead of doing a meniscal repair, the surgeon had to do a debridement which caused a 20-minute delay. The surgeon completed the procedure by doing a partial meniscectomy. Surgeon is an experienced fast-fix user.

Manufacturer narrative:
No product is being returned for eval.